Manufacturer narrative:
(B)(4). The complaint's reference to "backup battery failure" could indicate a failure in the backup battery due to a communication failure with the host processor or its capacity is below 1 ah. The returned battery was installed into an ht70 test unit for 24 hours and subjected to numerous power up and power down cycles, both with and without ac connected. The integrated power pac and this backup battery were allowed to be exhausted with ac removed and forcing an automatic shutdown. Except for the anticipated battery low alarms, no battery "failure" alarm was generated.

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, when the device was plugged to the ac power source, a "back up battery failure" alarm was generated. A message indicating the need of inspection was displayed by the condition didn't occur any more, the device was continuously used until an alternate device was ready. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
Covidien reference: (B)(4).